Event description:
It was reported that when a non-compliant patient presented in-clinic, high capture threshold and decreased r-wave amplitude were observed. The patient was asymptomatic but had not reported for follow-up since implant. Programming change was made. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.